Event description:
A worker ((B)(4)) at the us-distributor had an allergic reaction after unpacking a shipment of abl520 solutions. (Waste bottles (B)(4), rinse solution (B)(4) and calibration2 solutions (B)(4)). The same worker had the same kind of reaction after handling these solutions a couple of years ago. Since then he has always worn gloves when handling the solutions, but this time, (B)(4) had to go to the emergency room where they used an epipen to relieve the symptoms. The send solutions did not show any signs of leakage of the solution, and radiometer medical has not had any other complaints of allergic reactions to the solutions. But it is written in the msds sheet for the rinse and the cal solution that "the product contain small amount of sensitizing substances which may provoke an allergic reaction among sensitive individuals after prolonged or frequent contact."